Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient developed a rash, redness, and infection under the sensor patch, with symptoms extending beyond the patch perimeter. The patient reported itching and a stinging sensation in the affected area. The site had been prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient consulted a physician, who examined the area and diagnosed the condition as shingles. The physician indicated that the adhesive ingredients in the wearable device may have caused a localized skin reaction, potentially triggering the shingles outbreak. The patient was prescribed the following treatments: topical steroid: triamcinolone 0.025% cream, applied three times daily. Oral antiviral: famciclovir 500 mg, taken three times daily. The patient stated there was no known pre-existing skin condition prior to the medical consultation. At the time of reporting, the patient was doing well and okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.